Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Surgeon reported that during procedure she was able to draw through the locking screw through the anchorage system with less turning moment, 3.0 locking screw, correct length unknown, in product details type plsl3010 was taken, no parts available, implanted